Manufacturer narrative:
The investigation of temporary pump stop has been completed. The product was not returned for investigation. Data logs were reviewed and a temporary pump stop did occur, but on (B)(6) 2025. Suddenly, without any abnormalities leading up to it, an alarm triggered with a motor current spike to 700 ma. The pump restarted two seconds after the alarm and purge pressure was unaffected. These facts suggest the issue most likely was not an electrical failure nor biomaterial ingestion. Clinical details stated that the temporary pump stop occurred during patient movement when rolling over a bump in the elevator. Data logs also showed that this same sequence of events occurred on (B)(6) 2025 as well, though it was not noticed/reported. Based on clinical details provided and data log review, the root cause of the pump stop was most likely a use issue during patient movement. D.6b explant date was added. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-26112 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Event description:
The complainant reported the patient was on impella 5.5 support and during support, the there was an impella stopped alarm that self resolved after going over a bump in the elevator. Staff stated that the impella never stopped and the automated impella controller never turned off. There was no patient harm and the patient remains on support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped: ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿